Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the parts of the seal have fallen into the abdominal cavity. An additional medical intervention was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/ correction: h6 - codes. H7 - fsca. Investigation results: visual investigation: the root cause analysis was performed as part of psc 2022-082. In summary, the cause is a combination of defective parts. First, the ek002250s are not fluorinated to specification, and second, the ek002252s are not dimensionally accurate or true to shape. If the ek002250s are fluorinated correctly, small micro lines can be found on the surface. If fluorination is not correct, these lines are not visible.these failures can lead to high friction between the inserted dilator or instrument and cause the internal parts (ek002250 and ek002252) to jam and detach. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 10 similar incidents have been filed with products from this batch.the review of risk assessment revealed that the overall risk level (severity 3(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably manufacturing-related. Manufacturing-related defects were found that were not detected by the tests during the manufacturing process. The tests will be reviewed and adjusted accordingly.